Manufacturer narrative:
On 10/14/2019, mentor received new information regarding the reported events. Updates: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the expiration date of (B)(6) 2022 was also provided. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of event details that were submitted in error in the initial report sent on 10/12/2019. It was mistaken indicated that the manufacturer record evaluation was completed for finished device number 7435915. Correction: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/1/2019, mentor became aware that previously submitted psr reference numbers ip-(B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii-IV. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent unilateral explantation on (B)(6) 2017 and replaced with a like device (catalog number 3504001bc, serial number (B)(4)).